Event description:
Customer reported an altitude alarm 21 on their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and send a new one with updated software, while ensuring training and instructions were available. The customer was advised to use multiple daily injections (mdi) as backup therapy, and no immediate alternative was available. Instructions were also given to put the pump into storage mode before returning it, and the problematic pump was to be returned to tandem via ups within 10 days. Technical support kept the case open until the customer could contact their healthcare provider.